Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the connector and insulin cartridge were leaking while the user was filling the tubing, despite the user confirming all components were fully tightened; the user uses fiasp prefilled cartridges and the connector lot was unavailable. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included no interruption to therapy after guidance, as the user replaced the connector and completed the supply change. Investigation included technical support troubleshooting. Investigation of this case revealed that replacing the connector resolved the leak and normal operation was restored. It was concluded that the event was related to a suspected connector leak that was corrected through component replacement, with no patient injury.